Event description:
Expresscare kit incoming inspection by depuy synthes spine noted tip breakage, two pins missing, and one pin loose on the lateral angled inline inserter. There had been no report of any adverse consequences or delay. As such, it is not known when/where tip breakage/separation/loosening occurred.

Manufacturer narrative:
Visual examination of the knob revealed that 2 out of the 3 retention pins were missing from the device. The third pin was observed as backing out from its respective hole. The fracture analysis report for the broken tip reveals deformation consistent with a static overload failure moving from the bottom of the image towards the plastically deformed fracture termination site. No material defects or abnormalities were observed in this analysis. A DHR review was conducted. The device was released accomplishing all quality requirements. A complaint trending analysis was conducted for the failure modes of the pins coming out as well as the broken tip. This was the first incident of a broken tip. As a result of the analysis on the pins migrating from the device an internal health hazard evaluation was conducted resulting in no further actions required based on the risk profile of the failure mode. A CAPA was generated in order to correct and prevent the issue from recurring. The root cause of the pins disassembling from the instrument is due to mal-alignment of the pins at the assembly step. A CAPA was initiated and is in implementation. The root cause of the broken tip is unknown based on the information at hand although it can be stated that the most probable cause was a static overload failure. As a CAPA was generated and implemented for the pin failure and no trend or manufacturing issue has been identified for the broken tip, no further action is required as a part of this complaint file. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device manufacture date: sep-27-2011, jan-20-2012. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.